Event description:
The customer alleged a state time out error and that the compressor did not sound right. The asp field service engineer (fse) replaced the oil mist filter because it was smoking, and the vacuum pump had run out of oil. The fse ran the vacuum pump, and verified that no oil mist was coming from it. There were no reports of injuries.

Manufacturer narrative:
This complaint was part of a retrospective review conducted by asp under the FDA exemption. Evaluation summary: dimensional issues with the oil mist filter and the supplier process variability have been identified as the root cause. A CAPA has been implemented and it shows an action plan for the design and development to correct mechanical issues relating to non-perpendicularity of the filter support resulting in uneven compression of the o-ring and the flat gasket used not ensuring airtight fit allow the exhaust to escape from the filter. This designed has been addressed in a change order (co), which refers to the replacement of the filter to address this issue. A review of complaint trending, failure mode and effects analysis, batch records, and service history records for sterrad 200 equipment in regards to problem code "stage timeout" shows values below threshold. Asp will continue to track and trend.